Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece overheated during procedure. The bur was getting stuck in the head/chuck. There was no patient involvement.

Manufacturer narrative:
Analysis was unable to perform pre-repair temperature test since the handpiece was stalling. Therefore, the reported complaint of overheating could not be confirmed. Analysis found that the bearing and all the internal parts were corroded. There was foreign material built-up on nose bearing assembly and there was cleaning wire inside the housing. The foreign material and cleaning wire were removed, and the new nose bearing assembly was replaced. The device was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.